Event description:
The customer reported that insulin pump alarmed. The blood glucose reading was 249mg/dl. Troubleshooting was performed. The customer stated that the drive support cap is protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.